Event description:
It was reported in an article titled "vagus nerve stimulation in the developmentally disabled", that three pts required the addition of a new medication as their seizures were unchanged or appeared to have increased. The relationship of the increase is unknown at this time, and it is unclear if all three participants experienced an increase in seizures or if a lack of efficacy in one or more pt was being alleged. This report was submitted to report the event experienced by the second participant.

Manufacturer narrative:
Citation: andriola, mary r, susan a. Vitale "vagus nerve stimulation in developmentally disabled". Epilepsy & behavior 2, 129-134, (2001).

Event description:
Attempts for additional information have been unsuccessful to date.